Event description:
The customer reported the power was interrupted and the unit reverted to default settings at power on. It is not currently known which power supply failed. There was no report of pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.